Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for enterococcus casseliflavus and acinetobacter species. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, prior to use. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer aspirates water through the instrument and suction channel and flushes the air/water channel. Detergent is not used during the pre-cleaning process. During manual cleaning, the customer uses detergent aniosyme synergy and uses brushes manufactured by asept inmed, reference number (B)(4), to brush the instrument/suction channel, the suction cylinder, the instrument channel port, the balloon channel and the distal end/area around the elevator. For automated endoscope reprocessor (aer) treatment, the customer uses getingue along with detergent poka yoke dlc and disinfectant poka yoke aperlan agents a and b. The endoscope is stored in an eset soluscope drying cabinet. The scope was not sterilized. The device was returned to olympus and was evaluated. The light guide rod lens was cracked, the charged coupled device (ccd) cover lens was chipped, the distal end cover was scratched and the glue on the bending section cover was separated. In addition, the device failed the angulation inspection as it was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The independent laboratory confirmed the presence of microorganisms but at a lower amount than reported by the user facility. The investigation was unable to determine a cause for the device testing positive for microorganisms. The instructions for use (IFU) addresses the failure: ¿reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.